Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, within range pacing impedance values, loss of capture, even at unipolar pacing after safety switch and noise over sensing with pacing inhibition due to a suspected damage in the insulation. As the patient is fully dependent of the pacemaker, the physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low, within range pacing impedance values, loss of capture, even at unipolar pacing after safety switch and noise over sensing with pacing inhibition due to a suspected damage in the insulation. As the patient is fully dependent of the pacemaker, the physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.